Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no abnormalities with the instrument. The sulu (single-use loading unit) was partially applied. The interlock was engaged. Microscopic inspection of the knife blade displayed no damage. Functional testing found, when the sulu was reset and loaded into the instrument, that the sulu unloaded and loaded repeatedly without difficulty. The sulu and instrument were applied to test media with acceptable results. The firing knob advanced and retracted without difficulty. The knife cut completely and cleanly. The remaining staples deployed and formed properly. It was reported that the device did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. If the firing knob is not fully retracted, difficulty in unloading the loading unit may be experienced, and may prevent further loading from occurring. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: to remove the sulu, separate the instrument halves. Holding the cartridge-half of the instrument, grasp the proximal end of the sulu tabs and pull up and out to remove the sulu from the instrument. To place a new sulu into the instrument, hold the sulu by the proximal end tabs and insert into the cartridge fork at a 30 to 45 degree angle from the distal end down until the unit snaps into place. Remove shipping wedge after sulu is fully loaded. Sulu will ¿float¿ up and down in final loaded position. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: gia8038l, gia8038l gia 80-3.8sgl use loadingunit, (lot# p2m0406s). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in an open right hemicolectomy, when using a new stapler to detach the right colon, the resistance was too great. The stapler could not be fired. The black pusher thumb piece could not be moved at all. After the loading unit that came pre-loaded with the stapler was taken out, it was replaced with a new loading unit. The new loading unit was fired, but poor b-shape staple formation was observed. Suture was subsequently used to over sew the staple line to fix the issue.